Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752 lot# serial# (B)(4); product type recharger product ID 3550-39, lot# n267543, implanted: 2011 (B)(6); product type accessory product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3550-29, lot# n260112, implanted: 2011 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that the patient fell during the week prior to the report and since the fall she did not feel her implantable neurostimulator (ins) ¿kick in.¿ it was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient had an appointment with her physician on the day of the report. It was further noted that the patient saw a health care professional about 2 to 3 weeks ago and ¿she did not break anything.¿ it was further noted that the patient had not had the device checked since the fall. It was noted that the patient increased the stimulation to 6.0 volts and could not feel anything. It was confirmed that ins was on.